Event description:
A technician reported that an intraocular lens (iol) was exchanged because there was a foggy area in the center of the lens causing blurred vision. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Additional info was requested by fax and by mail on 08/04/2008 and by phone on 08/01/2008 and 08/15/2008. A completed questionnaire has not been received. This report was mailed to FDA on: 08/29/2008.